Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that a female patient underwent a successful arthroscopic shoulder repair with the use of 2 spiralok anchors for fixation on (B)(6), 2011. At some point, during post-op physical therapy (sometime in (B)(6) 2011?), the patient presented with strong pain and impingement or frozen shoulder. An MRI revealed that one of the anchors had pulled out of the bone hole and there was some cuff damage. The patient underwent a 2nd surgery on (B)(6), 2011, and at this surgery, the surgeon removed the loose device and re-fixated the damaged cuff with another same type device.